Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a cassette was not attached properly remove cassette. There was no patient injury reported.

Manufacturer narrative:
Additional information received on 01-sept-2022 via email and attached in complaint object: the issue occurred on 7/22/2022 during preventative maintenance testing, and therefore had no patient involvement. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Dso (downstream occlusion) sensor was replaced for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 2120.